Event description:
During a standard dental treatment on the lower bicuspid the handpiece heated up and burned the pt on the cheek to half of the size of a dime. He was given samples of peridex rinse and kenalog orabase. No medical care was necessary. The dental office does not recall the name of the pt, therefore the age and the date of event can be supplied only approximately.

Manufacturer narrative:
The analysis of the handpiece did show that the bearings have been gritty and the head was dented causing the backcap button to stick in. This caused unusual inner friction causing the head to heat up. The dent indicated that the handpiece was dropped or mishandled, e.g. During reprocessing. The condition of the bearing might be a normal wear issue, but it is likely that due to the dent and the high temperature a stronger wear took place. The user instruction requires a visual and functional inspection prior to each treatment which would hence be mandatory and show whether product is running within specification. Reported due to the 2 year presumption rule.